Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found no occluded anomaly during filling. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone that the insulin was not loaded in. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.